Manufacturer narrative:
On 04/19/2018, it was reported to mentor that the device history record ( DHR) of lot number 150412 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/27/18, it was reported to mentor that the problem observed was discovered via ultrasound and CT scan by the healthcare professional. The date of explantation is (B)(6) 2018. The replacement device will be allergan breast implant of unknown type. In addition, the patient had experienced granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/06/18, it was reported to mentor that per patient, she has had one procedure to remove silicone near collar bone, is scheduled for a re-augmentation with the healthcare professional to remove implant and remaining silicone. The date of the surgery is scheduled for (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/14/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately 0.6 cm within lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Rent b was observed within an area of siltex cracking and measuring approx. 0.3 cm on the posterior aspect. No other anomalies were discovered. At this point is not possible to determine the etiology of the brown material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Granulomas are noncancerous lumps that can form when certain body cells surround foreign material, such as silicone. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 375cc and experienced rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.